Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Someone from the sales management team called in for the customer to report that a sensor had fallen apart after opening the package. The customer had other sensors that only lasted 2 days. The customer's blood glucose level was unknown. The customer declined to report any further information. Nothing was replaced or returned.